Event description:
It was reported that the insulin pump alarmed motor error multiple times. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose drive support disk. The insulin pump had a missing end cap sticker.